Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: a promus element plus, mr, (B)(6) 4.0x28mm stent delivery system (sds) was returned for analysis. The manifold hub was not returned. A visual and tactile examination found that the proximal end struts rows 5-9 and distal end struts rows 3-7 were damaged; struts were lifted , stretched, misaligned and distorted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the manifold. There was a hypotube shaft break at 1444mm from the end of the distal tip. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 18-aug-2016. It was reported that crossing difficulties were encountered. The >90% stenosed, concentric target lesion was located in the left circumflex (lcx) artery. After a non-bsc wire has crossed the lesion, a non-bsc balloon catheter was advanced to dilate the lesion. Subsequently, a 4.00x28mm promus element(tm) plus drug eluting stent was advanced to treat the lesion but failed to cross. Dilatation was done again with a non-bsc balloon catheter at high pressure and finally the procedure was completed with another of the same device followed by post-dilatation. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube break and stent damage.